Event description:
A physician reported a pt who was originally double skin tested on 10/21/1998 and 11/12/1998 with negative results. On 12/11/19998 the pt was treated in the nasolabial folds and the forehead without event. On 12/22/1998 the pt was treated in the nasolabial folds. The procedure was uneventful. On 12/23/1998, the pt noticed erythema and bumpiness at the nasolabial fold treatment sites. The pt informed the physician of these symptoms on 2/8/1999, and was seen by the physician on that date. The physician noted erythema and bumpiness at the nasolabial fold treatment sites. The physician diagnosed a hypersensitivity and prescribed oral claritin.